Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Stryker triathlon precision femoral prep kit size 7 used in a triathlon knee, the anterior / posterior disposable cutting block, upon removal one of the silver fixation pins on the back of it broke off and remained lodged in the bone, when the block was being removed with an ostetome in the groove on the block. It was removed from the bone using a vice grip. No replacement device was required.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device was noted to be in used condition. There is some scratching damage to the blade guide surface, damage that likely occurred during the resection procedure. The reported event was confirmed, one of the distal fixation pins has pulled out of the block. The head of the disassociated pin shows damage from the described removal with vice grips. The mounting hole is deformed with a portion of the pin retention feature damaged. Based on the deformed shape of the mounting hole, it appears the pin rotated/cammed out of the hole. A lateral force to the pin would cause this mode of failure. The surgical protocol indicates the device is to be pried from the patient's bone, if the device was pried unevenly this would impart a lateral force to the pin causing the reported failure. The root cause was determined to be user misuse. It was determined the device was unevenly pried from the patient's bone which deformed then fractured the plastic which retained the distal pin. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Stryker triathlon precision femoral prep kit size 7 used in a triathlon knee, the anterior / posterior disposable cutting block, upon removal one of the silver fixation pins on the back of it broke off and remained lodged in the bone, when the block was being removed with an ostetome in the groove on the block. It was removed from the bone using a vice grip. No replacement device was required.